Event description:
Customer tested on the suspect device with an inr result of 1.5. One hour later the lab value was 2.5 inr. They said controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.